Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net alert-based transmission showed that the charge time limit had been reached. Normal capacitor maintenance was done and then again two weeks later. The patient continued to be followed via merlin.net.